Event description:
Because of the wildly irregular sizing issues, I had experienced with sigvaris compression pantyhose which were offered as being of the same size and compression value (but are highly irregular in both sizing and thread weight ¿ some coming up under my bra and so long the feet must be folded below my feet and other so short that they do not reach my waistline though they are said to be of the same size. My pharmacy encouraged me to try juzo compression pantyhose, but although juzo's stocking fit in the body section (as measured to my size by the pharmacy), the feet were so incredibly tiny and the compression was so strong that I could barely pull them over my feet. The compression was so strong that my toes were crunched and folded over each other. After 2 days, I began to get neurological symptoms of prickling from blood flow insufficiency that affected my mobility and sleep from severe foot pain--I have photos. Juzo's rep suggested a larger size but their larger size was way too big, coming up to my bra and was way longer than my leg length, and yet the foot on the larger stocking was still very tiny-- sized like for a child. Within an hour of wearing them, the prickling in my feet from blood constriction from the first pair was exacerbated, and I had to take them off. When I had pulled up the extra fabric on the overly long legs, they were so narrow that they created a tourniquet on my groin and thighs at various locations, with the excess in stocking length bunched up creating "bands". Juzo offered to make me a custom pair (every 3 months) although I have a regular-sized body (not a 60-inch hips or waist, not a size 13 feet, not a thick angles): rather than investigate their stockings. I insisted that they report the adverse effect of their medical device and asked that they test their line of stockings for sizing irregularities, they agreed to, but responded that they had tested them and found them to be "within range." When I tried to respond to her email it was blocked. They know that if they admit to a problem, they will be responsible for harm so they won't make a written statement to that effect, showing they don't care about harm done to customers but care only about saving their reputation. It's very possible that they will quickly and quietly adjust their sizing as a result of my reporting, but I can send you the 2 pairs of stockings discussed. Also, photos showing how small the feet were compared to sigvaris, which fit in the feet. This is a quality control issue in both companies, though they received business under doctors' prescriptions. I fear for seniors who cannot speak for themselves. Your form would not accept all my pictures so please provide an email address where I can send relevant photos. Reference report mw5174541. Juzo said they did the testing.